Manufacturer narrative:
On (B)(6) 2019, mentor completed evaluation of the device. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 500cc mentor memorygel breast implant was found to be faulty upon opening the box. No additional information is provided. The implant was not used and hence, no patient was involved.